Manufacturer narrative:
The alarm trace contained an abnormal sample aspiration error. The field service engineer (fse) found the mixer rod bent. The fse replaced the mixer rod and cleaned he contamination from the probe tubing. The fse did instrument performance check and it was running according to specifications. Qc was performed and was acceptable. The investigation determined that the service actions done by the fse resolved the issue.

Event description:
We received an allegation about questionable low results for 3 patients' samples tested with elecsys hcg stat assay on a cobas 6000 e601 (ul) v immunoassay analyzer. Sample 1 (patient 1): on (B)(6) 2023: initial result: < 2 miu/ml. 1st repeat result: 94 miu/ml. 2nd repeat result: 349 miu/ml. Sample 2 (patient 2): on (B)(6) 2023: initial result: < 2 miu/ml. Repeat result: 1014 miu/ml. Sample 3 (patient 3): on (B)(6) 2023: the initial result was "negative." The specific result was not provided. On (B)(6) 2023: a new sample was collected. 1st result: 44 miu/ml. 2nd result: 219 miu/ml. All samples were tested and repeated on the same cobas 6000 e601 (ul) v immunoanalyzer. The questionable results were reported outside the laboratory. The physician questioned the results as they didn't match the patients' clinical picture. Pregnancy was seen on ultrasound. The repeat results were deemed to be the correct results. The hcg stat reagent lot number was 62829300 with an expiration date of 31-oct-2023.